Manufacturer narrative:
Company representative found the unit operational. The unit was recalibrated and tested to factory specifications.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.